Event description:
Clinical study. It was reported that 1,831 days after a coronary drug eluting stenting treatment procedure, the patient was admitted with unstable angina and a target vessel reintervention (tvr). Target lesion (15mm long) was identified in the first diagonal branch (1st diag) with 70% stenosis and a reference vessel diameter of 2.5mm. It is unknown at this time the degree of calcification and tortuousity of the target lesion. The target lesion was treated with pre-dilatation and placement of a 2.50mmx16mm study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and plavix. During the five year follow-up period, it was reported by the facility that the patient was admitted with unstable angina. The patient was treated with a percutaneous transluminal coronary angioplasty (ptca) of the proximal left anterior descending artery (prox lad) and mid left anterior descending artery (mid lad). In the opinion of the physician, the device relationship was possible related. The event was reported resolved by the physician the following day.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.